Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the programmer and analyzer is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4) - analysis could not confirm the analyzer issue. Analyzer passed all functional and system tests. (B)(4) - the links electronic module was calibrated and software was reloaded.

Event description:
It was reported there was a sensing malfunction by p wave during the measurements in analyzers. It was also reported the rate indication does not change. The programmer and analyzer were returned for repair. No patient complications were reported as a result of this event.